Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer is alleging that he received his chair in (B)(6) 2015. He stated the chair is stopping. The consumer alleges that his chair was recently in for repair and the batteries were replaced. The consumer stated the chair stopped.